Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 306547 batch # 4128648. It was reported by customer that when staff attached syringe to cvc tego and pulled plunger, blood splattered though barrel toward staff. Rcc received a complaint via email. Email(s) attached. Received the following product complaints from our xxxx: product: 306547 lot: 4128648 dates of incident: (B)(6) 2024 patient/staff harm: no sample available: no. Details: when staff attached syringe to cvc tego and pulled plunger, blood splattered though barrel toward staff.

Event description:
No additional information received material # 306547, batch # 4128648. It was reported by customer that when staff attached syringe to cvc tego and pulled plunger, blood splattered though barrel toward staff. Verbatim: rcc received a complaint via email. Email(s) attached. Received the following product complaints from our xxxx: product: 306547. Lot: 4128648. Date of incident: (B)(6) 2024. Patient/staff harm: no. Sample available: no. Details: when staff attached syringe to cvc tego and pulled plunger, blood splattered though barrel toward staff.

Manufacturer narrative:
(B)(4) follow up. It was reported when the customer pulled plunger blood splattered though barrel. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an empty syringe with no tip cap and the rubber stopper and plunger rod are all the way down. There is a red stain at the luer and plunger rod rib. There is also red solution, reported to be blood, between the stopper ribs. No other defects or imperfections were observed. It could be possible the customer is not using the production as intended. This unit is not designed for pulling the plunger rod back. A device history record review was completed for provided material number 306547, lot 4128648. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.